Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient could not get their stimulator to turn on. It was reported ¿it shows it could be on but they are not feeling stimulation¿. It was noted the patient noticed the problem one night prior to report. It was reported the night prior to report the patient put the implantable neurostimulator recharger (insr) on and it ¿seemed like it was working¿. It was noted the patient programmer was on program b at 9.2v and the ins was off. It was noted that they can turn stimulation on and see the lightning bolt but does not feel stimulation. It was noted the patient is usually at 9.40v. It was noted the only thing the patient could think may have been affecting it was that one day prior to report they were wearing a ¿control panel deal¿. It was noted the control panel deal was like a ¿spanx because their back was hurting¿. Patient reported they were only using the ins during the day and not the night.